Event description:
It was reported that the console would continue to lase event after removing their foot from the pedal. The emergency button was pressed. It is believed the issue is with the footswitch. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility; the footswitch was replaced however the issue persisted. The console continued to make noise after the foot was removed from pedal but also, the console was not firing it was just making noise. The console was inspected, and it was found that the issue was with the lumenis pc computer (lpu), thus, it was replaced. In addition, the optics were checked and cleaned, no damage was found. The beam image and quality were checked; no adjustments were needed. The console's power output was checked, and it was within specifications. After replacing the lpu the issue was resolved, and the console was within specifications and functioning as intended. The reported event was confirmed. Also, the lpu was receipt at our post market quality assurance laboratory, visual inspection identified that the lpu was in good physical condition.

Event description:
It was reported that the console would continue to lase event after removing their foot from the pedal. The emergency button was pressed. It is believed the issue is with the footswitch. There were no patient complications reported.